Event description:
The event occurred on an unspecified date and involved 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock. It was reported that several tubing snaps at the one-way valve when the patient was receiving ivf. There was patient involvement, and no human harm reported as a consequence of this event.

Manufacturer narrative:
A picture was returned showing the transfer set with the tubing broken off at the nano t-connector. The complaint of the tubing snapping at the one way valve can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.